Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The test p-cap locks properly in the reservoir compartment noted. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/pin6 (vdd/sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with unknown blood glucose level. Customer stated that the insulin pump had hardware low level failure error. Customer was able to clear the alarm. Customer did not receive request to rewind the insulin pump. Customer experienced low blood glucose and treated with carbohydrates. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
The customer was hospitalized on due to hypoglycemia on (B)(6) 2019. The customer did not recall the specific date. The customer's blood glucose was in the low 30s mg/dl at the time of the incident. The customer reported they collapsed and an ambulance was called because they were unconscious. The customer was treated with intravenous therapy. It was unknown if the auto mode was active during the event.